Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow-up. Upon interrogation, it was noted that the device was in backup mode with high voltage therapy disabled. A download was not performed due to an unexplained power on reset. The device was explanted and replaced. The patient was discharged.

Manufacturer narrative:
Additional information: d10, h7, h9. The reported field event of backup vvi was confirmed in the lab. Analysis of the device image showed bvvi was caused by a power-on reset (por), which was due to low battery voltage as a result of premature battery depletion. Lead impedance measurements were found to be lower than expected values. The low impedance measurements were due to low battery voltage. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.